Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the staples didn't form. Another device had to be opened. There was no consequence to the pt.